Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracked battery tube threads and a scratched lcd window.

Event description:
The customer stated that she was hospitalized with a low blood glucose of 40 mg/dl, and felt that it was due to the insulin pump. The customer also reported high blood glucose levels. Troubleshooting was performed, and found that the time was incorrect. All other programming was correct. The insulin pump passed the prime and high pressure tests. The customer also mentioned that she sometimes has bent cannulas, and her current site is bleeding. The customer takes aspirin, lipitor and something for her thyroid. Advised that the medication might be causing the bleeding, and should speak with hcp. Nothing further was reported.